Manufacturer narrative:
The manufacturer was able to duplicate the reported problem. Internal inspection of the ventilator revealed that the turbine was seized due to traces of aluminum nodules. The turbine was replaced to correct the reported problem.

Event description:
It was reported that the ventilator had no flow from the turbine with a disc/sense alarm. No patient harm reported.